Manufacturer narrative:
This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, upon connection of the existing right ventricular (rv) lead to the new device, the device would not pace or sense through the rv lead. It was noted that the rv lead had measured excellent through the previous device and analyzer. The device was removed and a new device was implanted instead. The rv lead remains in use. No patient complications have been reported as a result of this event.